Manufacturer narrative:
A supplemental MDR will be filed when investigation conclusions are available. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer generated false positive sars-cov-2 results for 4 patient samples, tested with cobas sars-cov-2 & influenza a/b test for use on the cobas liat analyzer (lot 00923y). When these 4 patient samples were retested with the test, negative sars-cov-2 results were generated. Additionally, 2 of the 4 patient samples were also retested with the cepheid test and negative results were generated. The customer reported out the negative results and no patients were harmed or injured. The site uses a home-created collection media from the department of health, which is a type of viral transport media. The following media types are listed in the instructions for use: bd universal viral transport (uvt) 3-ml collection kit with a flocked flexible minitip swab and bd universal viral transport (uvt) 3-ml collection kit with a regular flocked swab. Two mdrs will be filed for this allegation as unconfirmed negative sars-cov-2 results were reported for 2 out of the 4 patients.

Manufacturer narrative:
No issues were identified with the complaint kit lot during the investigation. The customer has not provided the correct problem report and therefore no data analysis can be performed. The customer was instructed to clean out the instrument to see if there was evidence of any reagent leakage present in the chamber and informed the affiliate that the inside was extremely dirty and a tube must have leaked inside the instrument. After cleaning the instrument, the customer is running well now. It is possible a tube leak occurred that contributed to the discrepant results, but this could not be confirmed via data analysis. (B)(4).